Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ message during the rewind/fill tubing process and could not complete the rewind, consistent with a pump alarm/malfunction during infusion set preparation and a potential flow/occlusion condition. Symptoms included hyperglycemia with blood glucose reported above 400 mg/dl for several hours, without loss of consciousness or diabetic ketoacidosis. Outcomes included use of backup therapy to correct high glucose, without medical intervention or hospitalization. Investigation included review of user-reported event details and return logistics for device evaluation. Investigation of this case revealed a recurrent inability to rewind consistent with a device performance failure affecting the pumping mechanism or related components; no patient injury was reported. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction.